Manufacturer narrative:
(B)(4). Continued from concomitant medical device: architect i2000sr analyzer, list #3m74-02, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer observed an increased number of (B)(6) architect havab-m results when reagent lot 93005hn00 was in use. Abbott customer support discussed the architect product correction letter with the customer, and the customer made note of this and was to continue monitoring the issue. The customer did not report any impact to patient management.